Event description:
The facility reported an infusion pump with a failure code 810:11 that occurred during patient use. The hospital representative stated that they have no record of any patient incident involving the pump since the last baxter, details were not available regarding additional contact information, patient demographics, medication involved, or pump programming.